Manufacturer narrative:
Qn#(B)(4). The serial number ((B)(6)) recorded on the complaint report matches the serial number on the returned sample. The lot number (18f22g0050) recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was fully unwrapped. No kinks or bends were noted to the returned sample. The sheath was not returned with the sample. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0066in-0.0069in and was within specification of process document (B)(4). The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document (B)(4). The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "after opening the catheter, it was found that the balloon was wrapped loosely" is confirmed. The iabc bladder was fully unwrapped upon receipt of the sample. The unwrapped bladder can result in difficulty advance the iabc into the sheath/patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unwrapped bladder. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "after opening the catheter, it was found that the balloon was wrapped loosely. The doctor repeatedly vacuumed the catheter with a matching syringe and attempted to insert it into the sheath. The resistance was found when the catheter into the sheath". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after opening the catheter, it was found that the balloon was wrapped loosely. The doctor repeatedly vacuumed the catheter with a matching syringe and attempted to insert it into the sheath. The resistance was found when the catheter into the sheath". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".